Event description:
It was reported there was no telemetry between rf (radio frequency) head and the device. The programmer and rf head were returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. It was noted that the label was missing the back coating. Concomitant products: product ID 2090 programmer; product ID 229047 analyzer. (B)(4).